Manufacturer narrative:
Analysis revealed insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when trying to export a patient snapshot archive to the universal serial bus (usb), it was exporting empty folders. The health care professional (hcp) took a screenshot during the procedure and on the archive screen, it showed the export file size as 0mb. When exporting, it showed immediately reaching 100%. Exported archive showed as 1mb as well. No patient was present at the time of the event.